Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received lower sensor scan results compared to readings from a healthcare professional. The customer showed no symptoms and could not self-treat. The customer contacted the healthcare professional, and a comparative measurement was carried out. However, it is unknown if the customer needed treatment from a third party. No death or permanent impairment was reported in connection with this event.The customer received sensor scan results of 50 mg/dL compared to readings of 250 mg/dL respectively obtained on a healthcare professional meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown if these readings were taken during the actual medical event.